Event description:
Endopouch retrieval bag used for laparoscopic surgery. Equipment was inside abdomen and a spring broke and dislodged two "s" shaped pieces of metal. Metal retrieved by surgeon without incident.